Manufacturer narrative:
Pump passed the displacement. Compromised force sensor system alarm during the basic occlusion test due to protruded/loose drive support disk. Failure analysis was unable to verify motor error alarm due to compromised force sensor system alarm and protruded/loose drive support disk. The motor was tested outside of the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that they received a motor error alarm and a low reservoir alarm. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump, but a compromised force sensor system alarm occurred during the prime process. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.